Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine device changeout procedure the pulse generator exhibited no output. The procedure was completed without any further incident.